Manufacturer narrative:
One infusion pump was received for evaluation. The event history log of the pump was unable to be downloaded. Upon power up, ec45985 was duplicated, confirming the reported customer complaint. The pump could not pass start-up self-diagnostic test. The problem source has been determined to be unknown however. The pwa board was replaced.

Event description:
Information was received indicating that a smiths medical pump presented with error code 45985. There was no patient present at the time of the event. There were no reported adverse events.